Manufacturer narrative:
The device was returned to resmed for an engineering investigation. A review of the device data logs confirmed the occurrence of the error message (sf65), however, performance testing was not able to reproduce the device fault. Based on all evidence and previous investigations of similar complaints, the investigation determined that the system fault (sf65) was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65) indicating the program data was corrupted. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to the resmed and an evaluation was performed. Review of the device logs confirmed an occurrence of system fault 65 (sf65). The evaluation determined that the reported issue was due to the device failure to complete its internal self-test. The pneumatic block was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65) indicating the program data was corrupted. There was no patient injury reported as a result of this incident.